Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted with worsening shortness of breath, hcap (healthcare associated pneumonia) and infected pacemaker. This system was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.